Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose level was 392 mg/dl. Customer reverted to using an alternate method of insulin delivery and was to discuss the event with their healthcare provider.